Event description:
Complainant alleged that during the biomedical engineering dept's routine testing and preventative maintenance, the device's pacer output potentiometer was found to be malfunctioning. The complainant indicated that there was no pt involvement in the reported failure.